Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: notes: (B)(6) 2024 repair tech: (B)(4). Eeh power driver board damaged. Cracked auxiliary foot pedal connector on the power drive board. Damaged auxiliary cable. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-mu. Could not duplicate the complaint of the handpiece, insert and/or water getting hot. Due to the power drive board being damaged this could have been causing the issue. Check your inserts for any damage or clogging. Make sure only 30k denstply sirona inserts are being used with this unit, any other brand can cause issues. Hp 05/2021, hdpc 06/2021.

Event description:
While the customer was using a cavitron plus g136 they allege that the handpiece, insert and water are getting hot. No injury was reported from the alleged event.